Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent r tka on (B)(6) 2011. Revised on (B)(6) 2024 due to instability, 10mm insert replaced with a 14mm insert. Non revised mpo products: product ID: kpontp32 advance® onlay all-poly/ lot no.: 0511359918/ qty: 1. Product ID: kftcnn3r advance stature® femur/ lot no.: 097473279/ qty: 1. Product ID: ktccnp20 advance® ii cocr tibial base/ lot no.: 0411338272/ qty: 1. C24-241 australia.